Event description:
The customer reported that 1000ml of 5fu chemotherapy infusion was set to infuse at a rate of 23 ml/h, however, after 36 hours the patient advised the nurse that the infusion had completed. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included inspection a and b. This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.